Event description:
Report received of a tubing separation. It was reported that sodium chloride was infusing at 100ml/hr, with several other medications infusing via an unspecified setup: heparin in 5% dextrose, mefoxin, furosemide, and potassium chloride. The i.v. Tubing separated at the lower clave y-injection site. An unspecified amount of blood was lost and the catheter occluded, however it was reported that no pt consequences were noted. A new peripheral line was started and new i.v. Tubing was used. Reportedly, there was no pt harm. The abbott affiliate has been queried for further info. No additional info has yet been provided.